Event description:
The customer reported that on (B)(6) 2011 no value/indeterminate (ind) flagged hybritech prostate-specific antigen (psa) results were generated on the unicel dxl800 access immunoassay system for two patient samples. A repeat test was performed with patient 1 dilution of 1:2 and patient 2 dilution of 1:4, but both samples continued to recover ind flags. The customer calibration curve for the associated reagent lot in use (lot 014441) was compared against in house data for this reagent lot and it was confirmed that the s0 calibrator was recovering very elevated. The customer confirmed that their test interval maintenance was up to date. They had experienced no quality control (qc) issues with this assay/lot. The customer recalibrated on (B)(6) 2011 using the same lot of reagent and calibrator. Qc results were found to be acceptable. Subsequent testing after recalibrating the assay produced a valid result for both patients. Although an ind flagged result is not reportable, upon recur an erroneous result could be generated. In this instance, no erroneous results were reported out of the laboratory and hence there was no death, serious injury or change to patient treatment associated or attributed to this event.

Manufacturer narrative:
Service was not dispatched for this incident as the performance of the instrument was not in question. A definitive root cause has not been determined to date for this event.